Event description:
Pump was reported to have a cartridge change error. Outcome regarding customer's blood glucose level was not disclosed. Caller followed instructions from technical support, including inspecting and cleaning specific parts of the pump, and successfully completed the cartridge loading process. Replacement cartridges were sent, and caller was advised to monitor system performance.